Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo 13.2 implantable collamer lens, -9/+4/167 diopter in to the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to elevated iop.

Manufacturer narrative:
(B)(4). Work order search: no similar complaints were reported for units within the same lot. Device evaluation: product evaluation found that the lens was returned in liquid, in the lens case/vial but clear surgical residue/debris found on product. Visual inspection found the lens to have no visible damage but presence of foreign material (fibers) on the lens surface. Dimensional inspection found the lens was within specification. (B)(4).